Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, he noticed an opaque cellular growth emanating from the rhexis out toward the center of the optic. The patient was treated with high doses of steroids, and a yag was performed without improvement. The current outcome for this patient is unknown.